Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was attempting to set the time and date when the device started to scroll though the numbers. Customer's blood glucose was 169 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.